Event description:
Information received indicates the hcp noted an increased gradient, as seen on echo. The valve was removed due to paravalvular leak and regurgitation. At explant, cuspal stretching and stent distortion were noted. The valve was replaced with no additional affect to the patient.